Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the retainer ring was damaged. Their blood glucose was 15.4 mmol/l. The insulin pump will be returned for analysis.